Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6) 2024. The system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that carotid stenosis was diagnosed in (B)(6) 2024 with a computed tomography angiography (cta) of the head/neck. There were no changes to the anticoagulation changes that may have contributed, and the patient exhibited no symptoms. The left ventricular assist device (lvad) and device therapy did not worsen the patient condition. The patient had low flow alarms that were caused by a combination of hypovolemia and hypertension post carotid endarterectomy. The low flows resolved with increased hydration and addition of anti-hypertensive medication.